Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level displayed as "high" and high ketones; however, specific value was not provided. Reportedly, the pump had shut down due to the customer not charging the pump. No information was provided regarding how the customer initially addressed bg. At the ER, healthcare providers administered intravenous fluids to treat the elevated bg; however, no information was provided regarding what fluids were administered. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was discharged later the same day with the issue resolved and no permanent damage.